Event description:
It was reported that, during a cori-assisted ukr surgery, they received a drill disconnect error when going to drill distal femur on the medial condyle. The surgeon started the bur off bone, and a few seconds after milling, there was a robotic drill disconnect message that popped up on the screen. All recommended steps were taken: quit out of case, disconnected the real intelligence robotic drill, reconnected the handpiece, went back into the case, re-calibrated the handpiece, got back into the plan and went back into cutting. After refining the bone away, the drill disconnect message popped up again and they took the same recommended steps: quit out of case, disconnected the handpiece, reconnected the handpiece, went back into the case, re-calibrated the handpiece, got back into the plan and went back into cutting. After this second attempt, the surgeon was able to finish milling both the femur and tibia without any more drill disconnect errors at this point. After the surgeon finished cuts and trailed implants, he stated that he wanted to cut more bone off the tibia. They went back into the plan and adjusted the components. Then, they went back into cutting the tibia, and after the surgeon refined the bone away, they received a drill disconnect message. They followed the recommended steps to recover. But after quitting, disconnecting the handpiece, reconnecting the handpiece and getting back into the case, the drill disconnect message popped up when initially getting back into the plan. This happened a total of four times, despite taking the recommended steps each time, and the surgeon decided to proceed without using the robotic drill to take any more bone off the tibia. A delay of less than 30 minutes was reported. The patient was not harmed.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11 - corrected data g2- report source

Event description:
It was reported that, during a cori-assisted ukr surgery, they received a drill disconnect error when going to drill distal femur on the medial condyle. The surgeon started the bur off bone, and a few seconds after milling, there was a robotic drill disconnect message that popped up on the screen. All recommended steps were taken: quit out of case, disconnected the real intelligence robotic drill, reconnected the handpiece, went back into the case, re-calibrated the handpiece, got back into the plan and went back into cutting. After refining the bone away, the drill disconnect message popped up again and they took the same recommended steps: quit out of case, disconnected the handpiece, reconnected the handpiece, went back into the case, re-calibrated the handpiece, got back into the plan and went back into cutting. After this second attempt, the surgeon was able to finish milling both the femur and tibia without any more drill disconnect errors at this point. After the surgeon finished cuts and trailed implants, he stated that he wanted to cut more bone off the tibia because it was their medical preference and it was performed with a with a rasp. They went back into the plan and adjusted the components. Then, they went back into cutting the tibia, and after the surgeon refined the bone away, they received a drill disconnect message. They followed the recommended steps to recover. But after quitting, disconnecting the handpiece, reconnecting the handpiece and getting back into the case, the drill disconnect message popped up when initially getting back into the plan. This happened a total of four times, despite taking the recommended steps each time, and the surgeon decided to proceed without using the robotic drill to take any more bone off the tibia. A delay of less than 30 minutes was reported. The patient was not harmed.

Manufacturer narrative:
The product, ri robotic drill (us), (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the surgeon received a total of four drill disconnect errors during a cori assisted ukr surgery that did not resolve with troubleshooting efforts. Reportedly, the cori was abandoned and the surgeon decided to proceed without using the robotic drill (additional bone cuts were performed with a rasp because it was his medical preference) to complete the case within a 0-30 minute surgical extension. The requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be opened for further evaluation. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.